Manufacturer narrative:
Only the patient's x-ray (at the time the implant was removed) was provided. Other information (i.e patient's chart) and device was not provided. Hiossen investigated the device's historical data (device history record, manufacturing batch record, raw material record, inspection records, lot complaint history). All reports confirm that the device was manufactured according specifications and no history of fractures that pointed to a device issue. Hiossen's scientific advisory board reviewed the x-rays and theorized potential reasons behind the fracture but could not determine a definitive cause due to the lack of information/data. Insufficient crestal hard tissue to support the upper portion of the implant, resulting in excessive stress to the implant's body. Overloading or bruxism could have attributed to the compromising the implant's structural integrity.

Event description:
Fractured dental implant (diameter: 4.0, length: 15mm) explanted. Bone loss observed.